Event description:
Ever since I've had essure, ever period I have is incredibly painful. I have blood clots coming out, very large ones. I'm incapacitated for a day or two. Half the time I feel like I have pregnancy symptoms. The worse part is ever since I had essure I've gotten migraines. The first one hospitalized me.